Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer explained that she had been having issues with the infusion sets bending and stated her blood glucose had not gone below 300 mg/dl for a month and as high as 500 mg/dl. The customer had not treated with back up plan. The customer was advised about all the proper insertion techniques and infusion sets were replaced. The insulin pump will not be returned for analysis.